Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "ruptured implant found at surgery" and "capsular contracture baker grade iii". Capsulotomy and capsulectomy was performed as treatment. This record is for the right side. Device was explanted.